Manufacturer narrative:
On 27-feb-2024, mentor received additional information about the event: the suspect medical device is a mentor memorygel breast implant 800cc gel breast prosthesis, catalog #3508004bc, lot #6890155, serial # (B)(6), UDI # (B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date is (B)(6) 2015. On 04-mar-2024, mentor received additional information about the event. It was previously reported that the capsular contracture was baker grade iii. New information received states that the capsular contracture is baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old female patient who underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses developed baker grade iii capsular contracture in both of her breasts post implantation. Additionally, it was reported that the right breast prosthesis ruptured post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).